Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia. Site infection and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) high blood glucose (bg) levels of 20 mmol/l (360 mg/dl) and an abscess that became infected at the site (abdomen) after wearing the pod between 24 and 36 hours. The patient tried correcting the bg levels by delivering bolus using the pod but they did not decrease. The pod was removed and the cannula was noted to be bent. At the hospital, a manual insulin injection was administered as treatment. The patient went back to the hospital a second time to be have a surgical incision and drainage of the abscess, was prescribed antibiotics (cyrionosion), codeine and oramorph for pain.